Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 342 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Assisted with performing displacement test was passed. Customer will not return device for analysis.